Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a lead insertion anomaly was confirmed in the laboratory. Visual inspection identified a large hole in the center of the septum and a large piece of septum material was lodged in the lead bore. This material prevented full insertion of the lead into the lead bore. The bore dimensions were measured and were found to be in specification.

Event description:
It was reported that the lead could not be connected to port during procedure. Device was not used and was replaced.

Event description:
New information received notes that the patient's condition was stable.